Event description:
It was reported through a scientific article that a vns patient experienced central facial palsy. The author indicated that the patient's operation was unusually prolonged and the patient woke up from the anesthesia with a unilateral facial palsy. The patient was previously diagnosed with tuberous sclerosis prior to surgery. At the moment good faith attempts to obtain further information from the treating physician have been unsuccessful to date.

Event description:
Additional information was received from the treating physician regarding the patient . In accordance to the physician, paralysis occurred on the right side of neck and was not associated with stimulation. Rather the event was related to surgery and disappeared months later. Impedance of system was normal for the patient. No further information was available from the physician.